Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report possible out of range issues on (B)(6) 2015. Patient did not report any injury or medical intervention. No additional event or patient information is available.